Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On unknown date, rods and screws came apart and were removed in (B)(6) 2014. Patient complications were unknown.